Event description:
The initial reporter alleged discrepant hepatitis b virus (hbv) results using the kit s201 t-scrn mpx v2.0 96t us-ivd on the cobas taqman instrument. Initial testing of the donor sample on (B)(6) 2020 generated hbv reactive results with a cycle threshold (CT) value of 40.9 and hepatitis c virus (hcv) reactive results with a CT value of 27.9. Upon retesting of the same donor sample, hbv non-reactive results and hcv reactive results with a CT value of 25.8 were obtained. The donor was known to be hcv positive. Serology testing for the donor sample showed hepatitis b core antibody (hbcab) positive and hepatitis b surface antigen (hbsag) negative.

Manufacturer narrative:
The reported event occurred on a cobas taqman analyzer with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd performed within specifications. A review of the data indicated that the initial hbv reactive result with a cycle threshold (CT) value of 40.9 was near the limit of detection (lod) of the test. Samples with viral loads near, at, or below the lod may produce variable results. No product problem, non-conformance, or recent changes related to the customer allegation were identified. A trend was noted for the specific lot: (e32217), but no issues impacting product performance were observed. The investigation concluded that the observed results were consistent with the expected performance of the assay.